Manufacturer narrative:
A review of the patient archives was completed and found: tracer pattern covered the whole head, but had fewer points than desirable around the nose and eyebrows. 3d model was excellent, and exam properties were to protocol. A software investigation was completed and determined: accuracy might have been better if tracer registration was improved with better tracer pattern. Software is functioning as designed. The instructions for use (IFU) that accompanies the device provides guidance for multiple registration methods.

Manufacturer narrative:
On 06/14/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged a 4 millimeter inaccuracy occurred. No specific measurement, or direction, of the alleged inaccuracy was provided. The surgeon did not re-register patient and opted to continue the procedure to completion with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.